Manufacturer narrative:
Media from the clinical procedure was provided and reviewed by members of the bsc training team, medical safety, physician training, and clinical specialists. The media review report concluded: can confirm movement/shift which caused the leak. Device potentially undersized.

Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45-day follow up on 23-sep-2025, transesophageal echocardiography (tee) showed that the closure device appeared to have shifted proximal with a leak under the fabric on the limbus side. There was no intervention planned or performed at this time.

Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45-day follow up on (B)(6) 2025, transesophageal echocardiography (tee) showed that the closure device appeared to have shifted proximal with a leak under the fabric on the limbus side. There was no intervention planned or performed at this time.